Manufacturer narrative:
According to the service report the field service engineer checked the input power of the compressor, transformer input and output power supply. He concluded that the compressor transformer was broken and recommended replacement. No part was returned. The conclusion in this matter is that the compressor transformer was broken. As no goods were returned for investigation, the root cause why the transformer failed could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor did not work while it was on patient. There was no patient harm. Manufacturer ref. #: (B)(4).